Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. Provocative testing was performed and noise was not reproduced. No intervention was performed. The patient was stable and there were no adverse consequences.